Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high pacing thresholds with no loss of capture (loc) confirmed at the lv lead. There was also far-field oversensing on the right atrial lead channel that was noted on an atrial tachy response (atr) episode. The lv lead and the crt-d remain in service. No adverse patient effects were reported.